Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had power error detected. The customer¿s blood glucose level was 296 mg/dl. Customer stated that they had power error detected alarm after troubleshooting. It was reported that the power error detected recurred within a week of troubleshooting of previous occurrence. The customer was advised the pump will need to be replaced and was advised to refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error alarms. The power management tool confirmed power error alarms was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, slightly faded serial number label, peeling end cap address label and corroded battery tube.